Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The correction of field device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 12/10/2020. Corrected manufacture date: 12/07/2020. It was reported that the ventilator had a leakage. The evaluated device logs shows that the patient circuit test failed during the pre-use check. During ventilation, expiratory minute volume low and backup audible alarm error were active. Our field service engineer investigated the ventilator on site. Functional tests and a pre-use check were performed without any leakage or any deviation. The ventilator is working normally. The monitoring printed circuit board was replaced due to the backup audible alarm error. The root cause to the reported issue could not be established by this investigation.